Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was high. No symptoms were mentioned regarding the high blood glucose; however, the patient's blood glucose was 425 mg/dl and she treated with the insulin pump and an injection via syringe. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test was performed and the device passed. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The customer was advised that the insulin pump was working as designed. The insulin pump was not returned or replaced.